Manufacturer narrative:
(B)(4).

Event description:
It was reported that a battery longevity discrepancy was observed. About three months ago, it was 4.2 years and now it was 1.5 years which was consistent with in house calculations. St. Jude medical representative explained that programmer could display longer than expected longevity due to small fluctuations in battery voltage. Patient will continue to be monitored.